Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge was failed to open. Tried reboot but failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) inspected the station and noted that the refrigerator was failed and showing as not detected on bus. Then fse proceeded to perform power dissipation, followed knowledge article steps to fix the issue. Customer verified refrigerator functionality. All worked without issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge was failed to open. Tried reboot but failed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.